Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that patient underwent l3 and l4 laminectomies, foraminotomies and discectomies; deployment of bilateral l3/4 and l4/5 interbody devices, l3-l5 bilateral pedicle screws and l3-l5 posterolateral fusion. In this surgery, rhbmp-2/acs, spacers and spinal instrumentations were used. Post-op patient alleged unspecified injuries.